Event description:
It was reported that the patient underwent minimally invasive transforaminal lumbar interbody fusion (tlif) at l5-s1 for degeneration using rhbmp-2/acs and peek spinal instrumentation. Four days post-op the screws had dislodged / migrated. The patient underwent removal and replacement of screws (shorter screws) four days post-op. The patient's last follow up exam was performed at 5 months. Bone healing was assessed as healed/fused.

Manufacturer narrative:
Concomitant products: sextant screws (explant 4 days post-op); other sextant instrumentation; rhbmp-2/acs (therapy dates unknown). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. "This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013. (B)(4).